Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 4 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital for a rising lactate dehydrogenase (ldh) level and plasma free hemoglobin and was started on integrilin. Additional information was requested, but has not yet been provided.

Manufacturer narrative:
Additional information: a specific cause for the reported hemolysis could not be conclusively determined. The submitted system controller log file contained approximately 5 days of data, spanning from (B)(6) 2018 at 1:19 to (B)(6) 2018 at 9:18, and captured 204 pi events. A specific cause for the pi events cannot be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that at the time of the hospitalization, the patient had an ldh of 852u/l, which was above their baseline ldh of 200u/l, a ramp echocardiogram was performed. The patient¿s pump speed was increased to 10,000rpm and integrilin was administered. The patient continued to be monitored by the center and their ldh levels dropped. It was communicated that the pi events were thought to be due to the patient being dehydrated. The patient remains ongoing on vad support and no further issues have been reported.